Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. After a guide wire crossed the lesion, intravascular ultrasound was performed after aspiration catheter. A 3.00x12mm synergy stent was advanced but failed to cross the lesion. Dilatation was performed again the synergy stent was re-advanced but still unable to cross the lesion. The device was removed and it was noted that the distal part of the stent was lifted. The procedure was completed with a 3.0mmx12mm non-bsc stent. No patient complications were reported.